Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use an in.pact av balloon was used to treat patient 8mm av access lesion. An inflation device was used with 50/50 contrast fluid. The instruction for use were followed during preparation, procedure, post-procedure. It was reported that deflation difficulties occurred and the balloon could not fully deflate. When trying to deflate the device it wouldn't come down. The catheter was cut catheter, hoping it would empty.  The sheath was pulled and removed  in order to get the balloon out over the wire. The device was safely removed from patient. No patient injury reported and no further intervention reported for this event.

Manufacturer narrative:
Product analysis visual inspection: device returned with a detachment evident on the shaft no deformation was evident to the distal tip balloon had been inflated but returned for analysis deflated no deformation to the proximal balloon bond biologics were evident in the shaft medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.